Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist installed the dental implant after its expiration date.

Event description:
(B)(6) ¿ the dentist reported that 1 month and 4 days after the dental implant was installed in intraoral region 24#, its non- osseointegration was observed. Moreover, the patient presented bone type iii.